Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported hospitalization due to high blood glucose. Customer stated that the insulin pump was alarming empty reservoir, stated that she would not be wearing the insulin pump for another couple days. Troubleshooting was done. Customer's blood glucose was 129 mg/dl. Customer was wearing the insulin pump at the time of emergency visit. Customer was treated for high blood glucose with two antibiotics and IV fluids. Customer declined to troubleshoot for high blood glucose. Customer stated that she had urinary track infection, gastro infection and diabetes ketoacidosis that caused her high blood glucose. No further information provided.